Event description:
It was reported that the device battery had allegedly prematurely depleted. The device was programmed to be deactivated to resolve the event and will be explanted at an unspecified date. The patient was stable with no adverse consequences.